Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a transmitter loss error for an unknown length of time. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter loss error was not confirmed via data. A root cause could not be determined.